Manufacturer narrative:
Date sent to the FDA: 06/26/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
Customer reported that the needle tip broke during use. The tip was not retrieved and is suspected to be retained. Decision was made to not attempt to find and remove the tip.